Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated the pump is not alarming. Unable to recreate this problem. Ran self test and the pump alarms. Customer stated the pump gave her an alarm on the screen, but the pump did not beep or alarm.